Event description:
The pt reported that in 2008, she had a low blood glucose reading while she was on her previous insulin infusion device. She said this occurred after she had been to a ballgame, was stuck in traffic and she did not have any food to eat when she started to go low. She stated she did not think about disconnecting from her insulin infusion device. She said her husband took her to the hospital where her reading was 20 mg/dl with her normal range being around 150 mg/dl. She said she does not remember what happened but was eating a sandwich when she came to. She stated she was released from the hospital on the same day. She stated the next morning her husband was unable to awaken her, so he called 911. She stated ems came to her home and gave her an IV drip until her blood glucose reading came back up. She stated she does not remember any of the reading values. She said she sent in her old infusion device as a trade-in on her new insulin infusion device. She stated she is currently not having any blood glucose issues. The product was requested to be returned for evaluation.